Manufacturer narrative:
A ger service rep performed an on site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's video failed when the high voltage cable was moved. No report of pt or staff injury.